Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that several cubies had repeatedly popped out. A field service engineer (fse) reported that the client had pockets showing as not detected on the bus, and when attempting to recover them, the pockets ejected. When placed back into the station, were marked as failed. At arrival, no failed units were observed. The fse removed the back panel for each half-height drawer and re-seated each row ribbon cable for every half-height drawer in the station. No failures were noted after restart. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several cubies had popped out, station had been switched off and back on, but still issue persisted. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.